Event description:
The hospital biomed reported that the device failed to shock a patient using switched internal paddles with an extension cable. A no shock delivered message was displayed. No adverse patient impact was reported. The patient was successfully converted with another device.